Event description:
Company clinical representative (cr) was present for an seeg case. At the beginning of the case, cr tried to move the patient folder from the planning station to the robot using an encrypted usb. The patient had already had a rosa procedure in the past, so there was already a patient folder on the robot. Cr deleted the patient folder from the rosa software (by selecting and hitting 'delete' button). Then, cr tried to copy over the updated patient folder from the usb, but received an error message. When looking on the maintenance side, the patient folder was still there and did not appear to have changed to a deleted status (i.e. The .ros.del extension was not on the ros file). Cr deleted the patient folder from the maintenance side and from the usb, then exported to the usb again. This time, cr was able to import the patient folder without any issues. No delay to case or impact to patient. Before first incision. After getting the patient set up and attached to the rosa, cr tried to start registration, but the controller did not connect. Cr suspected it was from switching back and forth between maintenance and rosa software several times to get the patient folder to import. Cr did a full shut down, then robot restarted without any problems. Delay to case 5 mins, no impact to patient, before first incision.

Manufacturer narrative:
A full analysis of the data logs has been performed. This analysis concluded that two errors occurred during the case : - the import of patient folder failed because the overwrite function does not permit to erase read only files. The issue happens if a patient folder with the same name already exists in the intermediate folder or in the usb. This software anomaly will be addressed through our design issues management process. - the connection of the arm failed at the first attempt due to a memory allocation issue that prevents its complete initialization. Consequently, the software asked to restart the application or shut down the computer. In order to solve the issue, the user had to shut down and reboot the computer. This software anomaly will be addressed through our design issues management process.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. Unique identifier (UDI) #: (B)(4).

Event description:
Company clinical representative (cr) was present for an seeg case. At the beginning of the case, cr tried to move the patient folder from the planning station to the robot using an encrypted usb. The patient had already had a rosa procedure in the past, so there was already a patient folder on the robot. Cr deleted the patient folder from the rosa software (by selecting and hitting 'delete' button). Then, cr tried to copy over the updated patient folder from the usb, but received an error message. When looking on the maintenance side, the patient folder was still there and did not appear to have changed to a deleted status (i.e. The .ros.del extension was not on the ros file). Cr deleted the patient folder from the maintenance side and from the usb, then exported to the usb again. This time, cr was able to import the patient folder without any issues. No delay to case or impact to patient. Before first incision. After getting the patient set up and attached to the rosa, cr tried to start registration, but the controller did not connect. Cr suspected it was from switching back and forth between maintenance and rosa software several times to get the patient folder to import. Cr did a full shut down, then robot restarted without any problems. Delay to case 5 mins, no impact to patient, before first incision.